Event description:
It was reported that the pt was admitted to hosp in 1996 for elective coronary artery bypass surgery. Pt underwent coronary artery bypass times five: left anterior descending artery with left internal mammary artery; saphenous vein to diagonal; saphenous vein to ramus; saphenous vein sequential to om-1 and om-2. Asa score was 4. Post-operatively they were treated with naprosyn for post-operative pericarditis and were discharged in stable condition 4 days later. The pt was readmitted 6 days later with pericardial effusion, drainage from their proximal sternal wound, sternal click. It was noted that they underwent incision and drainage of their sternal wound 2 days later; muscle flap repair 3 days later, re-exploration and drainage 4 days later; and re-repair of sternum and muscle flap 16 days later. They were discharged on IV antibiotics with a discharge diagnosis of mediastinitis with sepsis.